Manufacturer narrative:
Pending.

Event description:
It was reported that the device's capacitor failed. There was reportedly no patient involvement. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the device's capacitor failed. There was reportedly no patient involvement. Customer evaluated the device and determined that the capacitor is defective. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor, which was replaced by the customer, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Updated codes.